Manufacturer narrative:
During the time of the reported event, the patient was positioned on the table in reverse orientation. User facility personnel unlocked the table floor locks to change the table's orientation when the table began to tip. Facility personnel immediately applied body weight to level the table. The 3085 sp surgical table operator manual states (p.), "warning-tipping hazard: do not place patient on the table unless floor locks are engaged. Do not release floor locks while patient is on table. Do not use this table for patients exceeding the 500-lb (226-kg) limit when patient is positioned in reversed orientation. The maximum safe patient weight on this table for standard surgical positions in reversed orientation is 500 lbs. (226 kg) with floor locks locked". A steris service technician arrived onsite to inspect the table and confirmed the surgical table to be operating according to specification. The technician stated he checked all table functions and articulations. The technician counseled user facility personnel on the importance of ensuring all floor locks are properly locked during patient procedures. The surgical table is not under steris maintenance agreement. No additional issues have been reported.

Event description:
The user facility reported that their 3085 sp surgical table began to tip during a patient procedure. No delay or cancellation occurred as a result. The patient procedure was completed successfully.